Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting; therefore no additional information was obtained.